Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with no delivery/occlusion alarm. The customer reported hyperglycemia treated with a manual injection/insulin pen. The event involved product(s) mmt-1782k. Troubleshooting was performed and the customer has been using the insulin pump system within 48 hours of the reported event. No harm requiring medical interventions were reported. The customer will discontinue the use of the device. The product mmt-1782k was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. Insulin flow blocked alarms during bolus delivery were found in the history files on 22-mar-2024 from 08:33:00.00 to 10:50:13.00. The pump was cut open and found evidence of dried insulin in the motor slide and moisture damage on pcba 1, pcba 2, and motor. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay. In summary, insulin flow blocked alarm during unknown timing was not confirmed during testing. Pump passed the full drive test. No unexpected insulin flow blocked alarms noted in pump history download. Exposed to moisture confirmed. Unable to confirm high bgs. Exposed to moisture damage on the pcba 1, pcba 2 and motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.